Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer had broken battery cap contact. No harm requiring medical intervention was reported. Troubleshooting was performed and issue was resolved by replacing battery cap. Customer will discontinue to use the product. The product will not be returned for the analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Pump type = ngp. Customer returned pump for alleged no communication between pump and transmitter, cosmetic damage located at the battery compartment, and insulin flow block found on 26-aug-2022. Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. And p-cap locks properly into reservoir. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The sensor and transmitter were able to connect and calibrate with the pump successfully, however it would disconnect after a couple of minutes. No unexpected insulin flow blocked alarms noted during testing or found on event date in downloaded history files. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, cracked case, battery tube threads - cracked and cracked case (battery tube). In summary, customers alleged no communication between pump and transmitter was confirmed. Sensor and transmitter connected and calibrated to the pump successfully, however, disconnected after a couple of minutes. Problem isolated to the electronic stack. Pump passed displacement and self test. No damage on electronic/motor assemblies noted. Insulin flow blocked alarm was not confirmed. No unexpected insulin flow blocked alarms noted during testing. Cosmetic damage confirmed, cracked case (battery tube) was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.